Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represent all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. The device was returned from the user facility with an unsigned note that stated, "no med flow." No specific pt info, pump programming, or event details were provided. There were no reports of any adverse pt events and no report delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.